Event description:
Customer was shipped a 3-pack on (B)(6) 2014. Although the freeze indicator did not trip, the customer did find a large crack along the bottom side of the tray.

Manufacturer narrative:
The unit was returned per recall # z-1552-2014. The microtip unit was not used on a patient. Determined that exposure to extreme cold conditions combined with mechanical impact will cause the tray to crack. With enough mechanical impact on the packaging, there is a possibility the packaging will crack without extreme cold conditions. Recall # z-1552-2014 was initiated on 04/15/2014 for all units distributed. Recall event ID (B)(4). Tenex health is reporting this late as part of a retrospective review commitment to the agency resulting from a quality system inspection/483 commitment. The complaints dept was under guidance that once under a recall, a med watch did not have to be filed. This has been corrected within the dept and will not reoccur in the future. This recall has been closed by the (B)(4) district. The MFR believes we are over-reporting complaints of this nature (cracked tray), but are doing so because they were reported prior to guidance to not report.